Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-jan-2019. With the following findings: evaluation revealed that the keypad was peeling from base. During testing all of the keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all keypad button contacts. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the keypad was damaged and all keypad buttons were intermittently unresponsive. Evaluation also revealed contamination under all keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10-jan-2019.